Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. There was no health damage to the patient. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to sections d10 and h3 as it was inadvertently reported that the sample was not available, to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly and bypass tube were returned. No poly-foil pouch was returned. Visual inspection revealed that the bypass tube was found completely detached from the main body of the carrier tube and the anchor was fully exposed. The collagen sponge was slightly expanded as it was likely exposed to blood. No deformation or damage was noted on the anchor and bypass tube. No other visual anomalies were noted. Dimensional testing was performed. The inner diameter of the bypass tube at the distal end was measured and found to be 0.091" which was within the specification of 0.091" +0.002/-0.001. All measurements were within the manufacturer's specifications. Functional testing was performed. The bypass tube was reinstalled over the anchor manually to set to on its manufacturing position. The bypass tube was able to be fit over the anchor and carrier tube assembly. No issue was noted during insertion over the anchor. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the bypass tube was detached while opening the poly foil pouch or during handling which may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.